Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp has been received by the manufacture for evaluation. The reported issue was confirmed as the retainer ring has been pulled from the tip of the adjustment screw and is missing. The adjustment screw is able to close the clamp but not open it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (june 2017). The revised instructions for use (IFU) were provided with the notification.

Event description:
A medtronic representative reported that while outside of procedure, the spine clamp was damaged. There was no patient present at the time of the issue.